Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer stated there blood glucose level was 40 mg/dl after eating. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer's blood glucose was 71 mg/dl and the sensor glucose was 81 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were in range. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer returned the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The test transmitter and the bg meter test communicated properly to the pump. The pump had deep scratches on the display window and a cracked reservoir tube lip.